Event description:
The customer reported that the unit was not recognizing the battery. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the unit was not recognizing the battery. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The battery pca was replaced to resolve the issue. The device was returned to the customer site after passing all required testing.